Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 14 phone with an ios operating system version 17.5.1. Customer experienced a signal loss and was unable receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced dizziness, visual disturbances, tiredness and fatigue and was unable to self-treat, requiring treatment of glucose dissolved in milk by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The user reported signal loss. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 14 phone with an ios operating system version 17.5.1, app version 3.5.0.8863. Customer experienced a signal loss and was unable receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced dizziness, visual disturbances, tiredness and fatigue and was unable to self-treat, requiring treatment of glucose dissolved in milk by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.